Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received or evaluated on site; no repair information was provided. The service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the event was not determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an ultrafiltration event occurred during hemodialysis therapy with an ak 98 machine. The machine was set to a dehydration volume of 3.6l, and after dialysis the machine had dehydrated 3.1l. The patient gained 4kg. There was no report of patient injury or medical intervention associated with this event. No additional information is available.